Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that the system could not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ny15 alive led did not light up and the self-test of the pdu control module failed. The fse confirms the cause to be defective pdu control module. To resolve the issue, the fse replaced the pdu control module. The defective part was sent for analysis, for pdu control module no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.